Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
B3: date of event is estimated. E1 - reporter phone number: (B)(6).

Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The root cause of the inoperable ipg was the surgical procedure the patient reported having prior to the device becoming inoperable. There's sufficient information in the clinicians manual regarding proper use of electrosurgical devices.